Event description:
It was reported that 3 syringe 0.5ml 30ga 8mm had foreign matter on device cannula or in the fluid path. The following information was provided by the initial reporter : the customer reported something black on the needle tip and can be seen through the orange shield.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter zip code: (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 3 syringe 0.5ml 30ga 8mm had foreign matter on device cannula or in the fluid path. The following information was provided by the initial reporter: the customer reported something black on the needle tip and can be seen through the orange shield.